Event description:
Customer reported that the insulin pump seemed to be failing to deliver insulin. Customer reported having a blood glucose level near 600 mg/dl the week before the call. Customer reported that no alarms regarding a failure of insulin delivery were returned. Customer reported that a set change seemed to resolve the issue. Blood glucose level at the time of the call was not provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.